Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported event cannot be determined at this time. This type of probe damage is consistent with the operator's technique the instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, the surgeon withdrew the handpiece from the patient to clean it and the probe broke off. It was reported that no device fragment fell into the patient. The intended procure was completed with a similar device. There was no patient injury reported.